Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator indicated a low oxygen supply. There was no patient involvement at the time of the reported incident. Medtronic/covidien was not authorized to repair the device. A non-medtronic/covidien service provider inspected the device and performed oxygen sensor calibration and the issue was resolved. The ventilator was in working condition.